Event description:
Pt was in sitting position for placement of intrathecal. Skin had been prepped with betadine and skin wheal made with 25 gauge needle for infiltration of xylocaine 1%. Introducer needle #20 gauge placed in skin and when crna was ready to insert needle through introducer needle it was noted the hub of the introducer needle was lying on sterile field and had separated from the needle and the needle was left under the skin. The needle had to be removed by a general surgeon. No long term damage to pt.